Event description:
It was reported that the implantable neurostimulator (ins) was replaced in the abdomen because the patient was having problems with it in his chest. It was noted that the patient had the stimulator replaced on (B)(6) and had previously not had a rechargeable ins but was replaced a rechargeable device. It was noted that it was placed in the stomach because, the patient was having trouble with the one in his chest. It was further noted that the patient was charged and ¿all that was fine.¿ patient was new to recharging. Additional information received reported it was unknown if any diagnostics were performed. No malfunctions were seen and no cause was determined. The ins was replaced and moved the abdominal site on (B)(6) 2013. The patient outcome was good and the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 3387s-40, lot# v517490, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v517490, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(4); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).